Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer did not perform the load sequence correctly. Tandem technical support educated the customer on the proper load sequence steps. Customer changed the cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.